Manufacturer narrative:
An event regarding polyethylene wear of the tibial insert was reported, upon review of the provided medical records by a clinician malposition of the triathlon baseplate was alleged. The event was not confirmed. Method & results product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned (it remains implanted). Medical records received and evaluation: a review of the provided medical records by a clinical consultant stated the following comment: "review of x-rays reveal the tibial component is in 5 degrees in varus and 5 degrees in posttrial slope. To more accurately determine alignment, full length x-rays would be required." Product history review: a review of the device manufacturing records indicate that all devices accepted into final. Stock were free from discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: an event regarding polyethylene wear of the tibial insert was reported (and confirmed). Review of provided medical records reveal the tibial component is in 5 degrees in varus and 5 degrees in posterial slope. Malposition cannot be confirmed as to more accurately determine alignment, full length x-rays would be required. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Knee revision due to poly wear. Update 28 nov 2019: additional comment provided by clinician: "review of x-rays reveal the tibial component is in 5 degrees in varus and 5 degrees in posttrial slope. To more accurately determine alignment, full length x-rays would be required."